Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, a power source alert occurred. Multiple cables and wall adapters were used. Pump could only be charged for a minute before another power alert occurred. Blood glucose was 130 mg/dl. Pump was continued to be used for insulin therapy along with insulin injections.